Manufacturer narrative:
There are no allegations of any system or component failure and no reports of any external trauma or other events that are likely to have contributed to component migration. After repositioning the existing device, there are no further complaints on file for this patient.

Event description:
Patient was implanted with the nalu peripheral nerve stimulator system on (B)(6) 2023. Initial activation was successful, however approximately three weeks after implant the patient reported communication issues between the implantable pulse generator (ipg) and the external therapy discs, causing disruptions in therapy. It was determined that the ipg had migrated within the pocket, causing the poor communication. On (B)(6) 2023 a surgical revision was performed to reposition the ipg. No new components were introduced, the existing implant was just repositioned.